Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation. There is no report of serious injury or death associated with this event.

Event description:
Lap appendix - "sleeve was inserted inside patient's left side and while inserting light camera the sleeve broke/snapped. The sleeve was immediately removed from patient. No harm was caused." Additional information received via email from sales representative on february 24, 2017: no fracture occurred. The fracture did not cause "particulation", no pieces were left in the patient. This port was not used with a robot or as an ancillary port. No other devices were being used at the time. The operator of the device was the surgeon. There was no type of intervention. The patient status is normal. Type of intervention: none. Patient status: normal.

Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering was able to confirm the complainant's experience of a fractured cannula. The likely root cause of the uneven cannula wall thickness is due to the injection molding process of the cannula. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this continuous process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of incident to occur.